Event description:
Litigation papers allege the patient will undergo revision surgery to address discomfort and hip pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient will undergo revision surgery to address discomfort and hip pain. Doi: (B)(6) 2007 - to be revised (B)(6) 2010. Update 7/19/2011 - device experience report was received by the sales rep. A new complaint was inadvertently created to report the revised stem. It was reported the asr devices were also removed at this time. The complaint was temporarily reopened to add the femoral stem. There is no new information that would change the outcome of the investigation. Update rec'd 12/8/2014- ppd received. Dob provided. There is no new additional information that would affect the investigation. This complaint was updated on 1/6/2015.